Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had no delivery alarm and the customer was unable to rewind the insulin pump. Customer's blood glucose level was 305 mg/dl. Customer reports that alarmed during manual prime. Customer reported that they were unable to determine the cause of the alarm without a complete set change. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery/occlusion due to motor error alarms.